Event description:
Boston scientific received information that there was oversensing on the right ventricular lead that resulted in inhibition of therapy. This system was surgically abandoned and a new system was implanted on the opposite side of the body. No adverse patient effects were reported.

Event description:
Information was later received that prior to the new system being implanted, this patient was snycopal.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.